Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted. .

Event description:
It was reported that a spectrum pump experienced a downstream occlusion during programming/setup in the pediatrics department. The pump was set up and placed on the patient. It immediately started giving downstream occlusion alarms that they couldn't get rid of (kept happening). There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion which was unable to reproduced during evaluation. Downstream occlusion were verified through a review of the event history log; however, it cannot be determined if the alarms are true or false and found that downstream tubing guide was out of specification. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.